Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a ventricular pacing pulse shortly before the onset of a run of ventricular tachycardia (vt). The episode appears to have been triggered by a sequence where the device did not sense an atrial signal, likely because it occurred during a refractory period after a premature ventricular contraction (pvc). As a result, the device delivered an atrial pacing pulse, which then led to a ventricular pacing pulse. This pacing sequence may have contributed to the development of the arrhythmia. Technical services (ts) suggested reprogramming options. No additional adverse patient effects were reported.